Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(6). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
(B)(6) as reported, the balloon of a 3x40mm saber pta catheter did not inflate in the patient. After removal, a hole was observed between the balloon and shaft. It is unknown how the procedure was completed. There was no reported patient injury. The device will be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the saber pta prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was any difficulty advancing the guidewire to the lesion. The saber pta catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. At the lesion, saber pta was applied pressure. However it did not inflate. The balloon was removed from the patient, and a hole was observed between its balloon and its shaft. The balloon was inflated outside the patient¿s body, and contrast media and blood leaked out from the balloon. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture or what the maximum pressure was for inflation. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used.

Manufacturer narrative:
Complaint conclusion: the balloon of a 3x40mm saber pta balloon catheter (bc) did not inflate in the patient. After removal, a hole was observed between the balloon and shaft. It is unknown how the procedure was completed. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the saber pta prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was any difficulty advancing the guidewire to the lesion. The saber pta catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. At the lesion, saber pta was applied pressure. However it did not inflate. The balloon was removed from the patient, and a hole was observed between its balloon and its shaft. The balloon was inflated outside the patient¿s body, and contrast media and blood leaked out from the balloon. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture or what the maximum pressure was for inflation. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The device was returned for analysis. A non-sterile catheter saber 3mm x 4cm 90cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No anomalies were noted on the unit. Per functional analysis a leak test was performed and a leakage was noted in the outer body adjacent to the proximal seal section. Per sem analysis the external body surfaces revealed evidence of scratches and abrasion marks that could be related to the slit on the outer body. The slit may have been caused by an unknown sharp object. A device history record (DHR) review of lot 17352836 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ was not confirmed through analysis of the returned device although a slit was found which would account for the described event. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the slit as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.